Event description:
(B)(4) study. It was reported that chest discomfort, worsening coronary artery disease, and in-stent restenosis occurred. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was de-novo lesion located in the distal segment of saphenous vein graft (svg) to 1st diagonal with 99% stenosis and was 5 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation followed by placement of a 2.25 mm x 12 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 10%. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with an episode of chest discomfort and diagnosed as worsening cad. The patient was hospitalized on the same day. Subsequently the patient was refered fo cardiac catheterization. The 95% focal stenosis at the proximal edge of previously placed promus element plus stent in distal segment of svg to 1st diagonal was treated with pre-dilatation and placement of 2.25 x 14 mm non-bsc stent. Following post dilatation, the residual stenosis was 0%. On the same day,the event was considered resolved. One day post procedure the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).